Manufacturer narrative:
The suspect device was returned for evaluation. The reported failure, fractured catheter, can be observed; however, due to the product having been used, the root cause is unable to be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found. Nonconformances of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided. Nonconformances of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.

Event description:
The account alleges that during use the tip of the catheter broke off inside the patient.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.